Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of pull wire break. Block h10: the returned trapezoid rx retrieval basket was analyzed, and it was observed that the handle cannula was detached and returned outside of the device with the internal wires kinked and broken; the working length was bent, and the tip of the basket was detached. Dimensional inspection noted that the side car rx was pushed back approximately 4.5mm, which is out of specification. In addition, the dimensional test verified that the depth of the screws was within the allowed tolerance, and the x-ray performed indicates screws in good condition. The reported event was confirmed. Based on all available information, it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device's performance and its integrity. Handling and manipulation of the device during its use could have kinked the working length. Once the working length is kinked this condition can cause friction between the handle cannula and working length at the kinked areas. Excess force applied to the handle in order to extend the basket can result in the detachment of the cannula or tip of the basket, and as a consequence causing the side car rx to shift from its original position. Therefore, the most probable root cause for the reported event and the problems found during the investigation is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was being used in a manner inconsistent with the instructions for use (IFU) as the device was used in the pancreatic duct. Per IFU on indications for use section is mentioned "the trapezoid rx wireguided retrieval basket is indicated for endoscopic crushing and removal of biliary calculi."

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2023. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone (approximately 1cm) and detach the tip. However, after applying pressure, the catheter broke away from the handle of the device, while the tip of the basket did not. The catheter was cut, and a cook lithotripsy handle was used to coil the catheter and break the stone for extraction. Once stone broke, the tip finally broke free. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush the stone (approximately 1cm) and detach the tip. However, after applying pressure, the pullwire broke away from the handle of the device, while the tip of the basket did not. The catheter was cut, and a cook lithotripsy handle was used to coil the catheter and break the stone for extraction. Once stone broke, the tip finally broke free. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Device code a0401 captures the reportable event of pull wire break.